Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing impedance on the right ventricular (rv) lead was noted to be high/undefined. A warning was also noted to have been triggered for impedance variation and short v-v intervals. The lead was explanted and replaced. No patient complications have been reported as a result of this event.